Manufacturer narrative:
Sc1-cap locked in place properly during testing. Thump software was unable to be utilized to upload trace/history files properly. Unable to download unit due to upload error. Unable to investigate history files for alleged pump error 43 due to no unit download. Unit passed self-test. However, unit failed rewind test due to persistent pump error 38 displayed during rewind. Unable to proceed with prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to pump error 38. However, no pump error 43 was noted during testing. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Corrosion was noted on the motor home switch, leading to the pump error. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for pump error 43 were unknown due to upload error preventing successful unit download to investigate for any alarms. However, unit alarmed pump error 38 during rewind due to corroded motor home switch. Allegations for failed device test were confirmed. Due to upload error and moisture damage noted, isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor), device test failed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm and rewind the pump; however, the displacement test was not completed successfully. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned.